Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient originally had the pump placed in the abdomen, it was "cutting into my ribs and looked like I had something growing out of me"; therefore the pump was moved within the first month of placement. The reporter stated that the pump was moved from the abdomen to "the upper left gluts". The medication in the pump was dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).